Event description:
It was reported that during an unknown procedure, only part of the staples came out after firing. Changed another reload unit but had same problem. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Upon review of additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.